Manufacturer narrative:
Product analysis: an abre device was returned for evaluation. Device was decontaminated with a cidex opa solution and a tergazyme soak. The red locking pin was secure in the handle. The size indicated on the stain relief was 9f 16mm x 120mm. The stent was partially deployed. The handle was opened and there were no missing components and the wire was not broken and the clip was attached to the wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use an abre self-expanding stent during patient treatment. It was reported that the abre stent started to deploy prematurely. The locking pin was still engaged. The device was inside the patient, started to open and the physician decided to pull the entire stent out of the patient due to the malfunction. The physician lost sheath access but was able to maintain wire. After the sheath and stent were pulled, physician used a new sheath and stent and was able to finish the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.